Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, an opening on anterior, and white particles on the shell. A microscopic analysis was performed which identified: more than 3 striated openings on anterior and radius. Based on the device analysis the final assessment is: - more than 3 striated openings on anterior and radius assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted.